Event description:
Pt reported heart rate changes and blood pressure changes when using the conductive garment with the tens stimulator in stimulating the neck are since 2009. Electrode placement was on top snaps of garment on back of neck midway up to treat pain. Pt complained of sporadic symptoms of lethargy, irregular heart beat, hypotension, syncope when stimulation was applied. Pt had syncopal episode while at work. Pt did have negative heart tests when tens stimulation was not applied. Pt did not connect the symptoms with the tens stimulation until receiving an rs medical letter warning of neck stimulation. Pt still using tens with electrode location moved to the mid back. Pt reporting sporadic symptoms with the tens applied and sometimes without tens stimulation including a syncopal episode in his kitchen. Pt has not seen a cardiologist recently. The pt reported taking no heart medications and has not had hypertension. The pt has had heart rhythm issues before and has worn a holter monitor in the past. Pt wishes to continue to use the devices.

Manufacturer narrative:
Pt contacted rs medical based on receipt of a (B)(4) 2010 rs-fbg field correction letter and updated rs-fbg operation manual which states potential for breathing difficulty and heart rate changes if device used for stimulation of the neck. "Warning: do not apply stimulation over the neck. Severe spasm of the muscles may occur and the contractions may be strong enough to close the airway or cause difficulty in breathing. Stimulation over the neck could also have adverse effects on the heart rhythm or blood pressure". Accompanying rs-4i stimulator operation manual did state "severe spasm of the laryngeal and pharyngeal muscles may occur when pads are positioned over the neck or mouth. The contractions may be strong enough to close the airway or cause difficulty in breathing". Additionally "caution should be used in transthoracic application of electrical stimulation. The introduction of electrical current into the heart may cause arrhythmias". Devices have not yet been returned for eval. One attending physician stated the pt presents with numerous other health issues to treat. MDR filed - (B)(4) 2010.